Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
A report was received that alleges that the tracheostomy tube required removal and replacement. It is alleged that after an 5 days in situ, the tracheostomy tube torn near the flange requiring replacement. No incident related medical sequela was reported.